Event description:
Champion af study. It was reported a cerebral vascular accident occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, 250 days post index procedure, the patient presented to the emergency department with expressive aphasia, slurred speech, loss of speech, trouble with vision, headache, and dizziness. Computed tomography angiography (cta) of head and neck with contrast noted no hemodynamically significant stenosis in the large vessel intracranial arterial vasculature and neck arterial vasculature. Computed tomography (CT) of the head without contrast showed mild global atrophy and extensive chronic small vessel ischemic changes in the white matter. One day post admittance to the hospital, magnetic resonance imaging (MRI) of the head without contrast indicated acute cortical infarction of the lateral posterior left frontal lobe, small subcortical lacunar type infarction of the superior left occipital lobe, and moderate changes of chronic microangiopathy. Two days post admittance to the hospital, the patient was prescribed apixaban and was discharged. Six days post discharge from the hospital during a follow up examination, the patient was doing well.